Event description:
Customer experienced an intermittent issue with discrepant ise results. When the customer became aware of incorrect results, they reran the samples in question. Customer provided four patient examples. Pt 1, initial sodium result 108 mmo per l, repeat 128 mmol/l; initial potassium result 3.6 mmol per l, repeat 4.3 mmol per l. Per customer, no pts have been affected by the incorrect ise results. There were no known delays in pt treatment.

Event description:
Customer experienced an intermittent issue with discrepant ise results. When the customer became aware of incorrect results, they reran the samples in question. Customer provided four pt examples. Pt 2, 2009, initial sodium result 118 mmo per l, repeat 138 mmol/l. Initial results for pt 1 and 4 only were reported. Per customer, no pts have been affected by the incorrect ise results. There were no known delays in pt treatment.

Event description:
Customer experienced an intermittent issue with discrepant ise results. When the customer became aware of incorrect results, they reran the samples in question. Customer provided four pt examples. Pt 3, 2009, initial sodium result 117 mmol/l, repeat 134 mmol/l. Initial results for pt 1 and 4 only were reported. Per customer, no pts have been affected by the incorrect ise results. There were no known delays in pt treatment.

Event description:
Customer experienced an intermittent issue with discrepant ise results. When the customer became aware of incorrect results, they reran the samples in question. Customer provided four pt examples. Pt 4, 2009, initial sodium result 120 mmol per l, repeat 134 mmol/l. Initial results for pt 1 and 4 only were reported. Per customer, no pts have been affected by the incorrect ise results. There were no known delays in pt treatment.

Manufacturer narrative:
The field service rep determined the electrodes and sample probe were the cause of the discrepancies. He confirmed all syringe seals, vacuum and slipper nozzle operation. He ran calibration and controls which were within specification. The field service rep returned the next day to flush the complete ise unit, replace ise electrodes, pinch tubings and sample probe. He verified analyzer operation with calibration and controls which were within specification.

Manufacturer narrative:
The field service rep determined the electrodes and sample probe were the cause of the discrepancies. He confirmed all syringe seals, vacuum and slipper nozzle operation. He ran calibration and controls which were within specification. The field service rep returned the next day to flush the complete ise unit, replace ise electrodes, pinch tubings and sample probe. He verified analyzer operation with calibration and controls which were within specification.

Manufacturer narrative:
The field service rep determined the electrodes and sample probe were the cause of the discrepancies. He confirmed all syringe seals, vacuum and slipper nozzle operation. He ran calibration and controls which were within specification. The field service rep returned the next day to flush the complete ise unit, replace ise electrodes, pinch tubings and sample probe. He verified analyzer operation with calibration and controls which were within specification.

Manufacturer narrative:
The field service rep determined the electrodes and sample probe were the cause of the discrepancies. He confirmed all syringe seals, vacuum and slipper nozzle operation. He ran calibration and controls which were within specification. The field service rep returned the next day to flush the complete ise unit, replace ise electrodes, pinch tubings and sample probe. He verified analyzer operation with calibration and controls which were within specification.